Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was moderate degree of calcification in the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaints for sheath liner punctured and kinked/bent were confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) likely contributed to the event as per information provided patient there was moderate degree of calcification in the access vessel. It is possible that additional device manipulation to overcome the resistance felt during delivery system advancement may be applied resulting in damage the sheath kink and liner torn. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and liner, leading to the sheath kink and liner torn. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcifications present at the access vessel can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (sheath shaft kink and liner torn) if compounded with vessel calcification. The complaint for inability to remove sheath was confirmed by review of the provided imagery. No manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported "during the removal attempt, the system was unable to be retracted as it was stuck. The procedure was converted into vascular surgery to remove the system. A cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery. The system was eventually removed with great difficulty, but a subclavian vessel dissection occurred." Per IFU/training manual "for subclavian-axillary approach, keep delivery system inside sheath until ready to remove all devices as one unit." As per provided imagery, the delivery system was observed protruding through the liner tear. It is possible that the crimped valve exited through sheath liner tear being more susceptible to catch on the liner and/or the vasculature during withdrawal leading to the reported withdrawal difficulty. Additionally the sheath shaft was observed to have a kink, both conditions (liner tear and sheath shaft kink) may have created a challenging condition to remove the devices. In addition, per patient information there was presence of moderate calcification at the access vessel. Calcification present in the patient anatomy could create a constrained condition or subject the devices to suboptimal angles, which may further contribute to the reported withdrawal difficulty. As such, available information suggests that procedural factors (sheath liner torn) and patient factors (calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of three reports being submitted for this case.

Event description:
Per report received from united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by subclavian approach. The esheath was inserted without problems. However, during the insertion of the commander delivery system with the valve into the esheath+, difficulties due to the increasing of the push force were encountered. It was observed by fluoro that the esheath+ was bent so it was decided to remove the system as a unit. During the removal attempt, the system was unable to be retracted as it was stuck. The procedure was converted into vascular surgery to remove the system. A cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery. The system was eventually removed with great difficulty but a subclavian vessel dissection occurred. The bleeding of the vessel required blood transfusion and medication to stabilize the blood pressure. Vascular surgeon repaired the subclavian and the patient was transferred to the ICU where passed away during the evening due to the excessive blood loss. As per the images received, the valve had a bent strut which was confirmed to have occurred during the procedure while attempting retrieval of the devices.

Event description:
As reported by a field clinical specialist, a patient in the alterra pre-stent (alp) clinical study underwent a transfemoral tpvr procedure with a 29mm sapien 3 valve with alterra prestent in the pulmonic position. It was confirmed that the alterra prestent was successfully implanted in the patient as intended. Next, during withdrawal of the alterra ds device from the pre-stent, the team encountered difficulty/resistance at the level of the tricuspid anatomy. A non-edwards sheath was in place during the insertion and withdrawal of the alterra present system. At this time, there was no tr observed. Next, the 29mm s3 was implanted successfully within the pre-stent.. During the withdrawal of the pds, the team again encountered withdrawal difficulty at the same anatomical place. This is where they believe the tricuspid valve injury likely took place. Following the removal of all devices, an injured tricuspid chordae was observed on ice causing moderate tr. The patient was hemodynamically stable and there is no plan for intervention to treat the tr.

Manufacturer narrative:
Corrected: b1, b2, b5, h1, h6. Updated b4, h2, g3, h10, h11.